Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient was hospitalized in the intensive care unit. Insulin flow was blocked. This event occurred on 26-dec-2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6003024 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined. No escalation required. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6003024 was manufactured according to the wi version 77, packaged in the machine multivac 12, on 04/sep/2023, with a total of (B)(4) units. Assembly DHR review: the lot 3h0626 was manufactured according to the wi version 26, manufactured in the line assembly of quick set, on 04/sep/2023, with a total of (B)(4) units. The lot 3h03627 was manufactured according to the wi version 26, manufactured in the line assembly of quick set, on 04/sep/2023, with a total of (B)(4) units. The lot 3h03625 was manufactured according to the wi version 26, manufactured in the line assembly of quick set, on 04/sep/2023, with a total of (B)(4) units. Gluing tubing DHR review: the lot 3h02433 was manufactured according to the wi version 38.2, manufactured in the machine 04, on 23/aug/2023, with a total of (B)(4) units. The lot 3h02434 was manufactured according to the wi version 39, manufactured in the machine 05, on 22/aug/2023, with a total of (B)(4) units. The lot 3h02438 was manufactured according to the wi version 14, manufactured in the machine 08, on 23/aug/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/aug/2025 against malfunction code occlusion (source/cause cannot be identified, only use when a specific malfunction cannot be determined). No t/s, inconclusive t/s, or partial t/s done, refer to cannot be determined. No escalation required and lot 6003024 and other 19 complaint have been registered in database for the same lot and malfunction code. Preliminary conclusion: due to the volume of complaints identified in the trending analysis, this case will be moved to pending corrective and preventive action (CAPA) determination assessment to evaluate whether additional investigation is required.

Event description:
To date no additional patient or event details have been received.